Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that there was a leak and the pm6 tubing was popping off the lh780 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the tubing, cleaned the shear valve, and cleaned and lubed the actuators. Fse verified repair per established procedures.